Event description:
A pump alarm was reported, indicating an issue during the load process, and the customer had previously experienced similar cartridge alarms. There was no reported impact to the customer's blood glucose level as the customer declined to share details. Technical support decided to replace the pump, which was still under warranty. The customer was advised on using multiple daily injections (mdi) as a backup therapy and instructed on how to return the problematic pump using a pre-paid label.